Event description:
While installing batteries into a power wheelchair rptr placed the battery box lid on the wrong way creating a direct contact between the negative and positive terminals. A small fire resulted which was extinguished. The plastic casing and the lead terminals on the battery were melted. It only took 3 to 4 seconds and there were no preventative measures to prevent this from occurring.